Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer used an instrument release kit to remove an instrument from the universal surgical manipulator 1 (usm1) and then encountered and error 32100. The technical service engineer (tse) confirmed the reported error and had the customer hard power cycle the robot but the issue remained. The customer agreed with disabling the usm1 to continue the case with the remaining usms. The customer encountered a homing error on the usm2 during the restart but was able to recover the error and continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed non-recoverable errors occurring on the universal surgical manipulator 1 (usm1) when the system starts up. The fse replaced the usm1 to resolve the reported issue. The system was tested and verified as ready for use. Isi has not yet received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.